Event description:
The customer reported that the hemoglobin (hgb) levels were low on level 1 controls run on a unicel dxh 800 coulter cellular analysis system. The customer also reported a fluid leak of approximately 3ml at the probe, observed while the customer was performing maintenance and running controls. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, eyeglasses and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/02/2015. The fse found that the vent line to the probe wash was plugged. The fse removed and flushed the probe and flushed the vent line to the probe wash. The hgb chamber was removed and cleaned, which corrected the reported low hgb issue. The fse performed sam (sample aspiration module) prime and verification with no errors or leaks. The repairs were verified per established service procedures. (B)(4).